Manufacturer narrative:
This device (neuron delivery catheter 070 original) was the subject of an FDA requested recall. This incident was discovered in the procedural reports during an on-site monitoring of the penumbra post-market clinical trial pics at (B)(6).

Event description:
During the initial passage through the guide catheter, there was noted to be folding/kinking of the neuron guide catheter 070. This precluded advancement of the penumbra system 041 to the intracranial circulation. The entire guide catheter system had to be withdrawn and a new neuron 070 guide catheter was placed within the internal carotid artery. The penumbra system was then able to advance to the point of the occlusion.